Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was intermittently unable to power on. The cause for the failure was isolated to a defective u1003 programmable logic device (pld) on the computer/analog pca. The root cause for the defective u1003 pld could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to power on.